Event description:
The distributor received info that this oscor lead had dislodged, and they were unable to obtain adequate pacing thresholds.

Manufacturer narrative:
Lead was rec'd on 8/21/97. One (1) blood ingressed scalpel cut was noted on outer insulation at 43 cm distally. The scalpel cut may have been inflicted during removal of the lead from the pt. There was a heavy amount of dried blood entrapped in the helix housing and throughout the inner conductor preventing the helix from operation. No mfg defects could be found. Blood obstruction of the helix is a recognized adverse affect associated with the device or its use as stated in the labeling and/or reported in the med literature.